Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device using a 6f sheath after a heart cath procedure. Reportedly, there were no issues deploying the device; however, the device became stuck in the vessel as the suture did not release from the o-ring. The device was manipulated (by twisting and advancing) and the suture was cut in order to free the device. The device was withdrawn as a single unit and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and there was no clinically significant delay to the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture malposition was confirmed. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record reviews were performed and revealed no indication of a product quality issue. Corrective and preventive actions (CAPA) reviews were performed and indicated a potential product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.